Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a male patient who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient used super poligrip at unknown dosing. At an unknown time after using super poligrip, the patient experienced nerve injury. At the time of reporting, the outcome of the event was unknown. Medical records received 30 april 2012: from (B)(6) 2010, the patient was hospitalized for pre-existing seizure disorder and malnutrition. He had a previous seizure in 1968 and had none since that time. Brain CT and MRI were negative, and the patient was noted to have neuropathy. He told the physicians that he had zinc toxicity from his denture adhesive with led to a copper deficiency. Over the counter copper supplementation had been recommended, but the patient could not obtain this. The physician also noted that the copper deficiency was due to poor dietary intake, and the patient was also b12 deficient. The patient had an episode of dizziness on (B)(6) 2010 while smoking. It was recommended he not go outside again without a wheelchair. He was discharged on occupational therapy and had his denture realigned at that time. On (B)(6) 2010, the patient was noted to have significant neuropathy with mainly proprioceptive component. He was noted to have a b12 level at 150 and a low copper level at less than 10. This had worsened when the patient was anorexic and had gotten down to 110 pounds. The symptoms had remained stable since 2009. On (B)(6) 2011, the patient's neuropathy was stable and he was numb up to the knees with decreased reaction to temperature and loss of balance. He used a cane and it was noted that his copper levels had markedly improved since switching to zinc-free denture cream.

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2012-00049. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).